Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 07/28/2010 and 07/23/2012 a review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having had left side moderate breast pain. Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional later reported, left side ¿hole non-specific¿ via an rga form.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to confirm, as it is a medical event. Not related to the device. Rupture: observed, an opening in the posterior side with non-penetrating nicks assessed, as to surgical impact (shell thickness was within specification). Additional observations: crease flat observed, in the device. No further actions are required, as the device was implanted.